Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely due to misuse by instrument being put through excessive force or torsional/bending overload, and/or not inspected for wear and disfigurement which may have prevented the use of the instrument and its failure.

Manufacturer narrative:
The follow-up report is being filed to relay corrected information that was unknown at the time of the initial medwatch. Corrected information: event description - changed metal plate to metal jaw

Event description:
It was reported that patient underwent a shoulder arthroscopy procedure on (B)(6) 2014. During the procedure, the surgeon was sewing through the cone of the rotators and the end of the jaw on the bipass tooth fractured off from the bipass suture punch. There was a 30 minute delay during the procedure and a small part of the metal jaw may be retained in the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported that patient underwent a shoulder arthroscopy procedure on (B)(6) 2014. During the procedure, the surgeon was sewing through the cone of the rotators and the end of the jaw on the bypass tooth fractured off from the bypass suture punch. There was a 30 minute delay during the procedure and a small part of the metal plate may be retained in the patient.